Event description:
It was reported that the adapter became hot to touch while in use to charge the pump, and subsequently became melted. There was no reported adverse impact to customer¿s blood glucose level. A replacement adapter and usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
Device not returned.